Event description:
On (B)(6) 2007, at 06:27 pm (B)(6) pt given new inspirometer. Pt used it once without incident, when she used it for second time, she yelled I just swallowed a hard round piece of plastic. After this incident, the inspirometer would not work.